Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power and video connections were disconnected. They were re-connected and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the monitor for the mobile view station (mvs) was not turning on. There was no patient present when this issue was identified.